Event description:
It was reported that customer experienced cgm error 42 while using pump and sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, did not see error again after reset, and successfully started new sensor session, with no additional actions documented.